Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged unit makes noise. There was no report of serious or permanent harm or injury. The following observations were found on device evaluation, water observed in the unit, contaminated, defect blower (noise, water observed, contaminated), defect blower housing (water observed, contaminated), defect bottom enclosure (water observed, contaminated). Defect inlet foam (water observed, contaminated), defect right panel (water observed, contaminated), confirm customer complaint (the unit makes noise), changed blower (noise, water observed, contaminated), changed blower housing (water observed, contaminated), changed bottom enclosure (water observed, contaminated), changed inlet foam (water observed, contaminated), changed right panel (water observed, contaminated).